Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited noise. The lead was capped on (B)(6) 2022 and a previously capped lead was reactivated as its replacement. The patient was stable.